Event description:
A peritoneal dialysis (pd) patient reported during treatment, the cycler alarmed for "air in the cassette." The patient discontinued treatment and disconnected. When the tubing was removed the patient found the cassette leaking fluid. The patient switched to manual treatment. She retained the cassette. During follow up, the patient reported that she felt fine and there were no signs of infection. No adverse event reported at this time.

Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.